Event description:
It was reported that the customer could not upload the pump to carelink pro. The pump had enough battery power and no a-coded alarms in the alarm history. The pump would not upload on 2 separate computer systems that had the carelink software. Customer has ruined 3 sensors during inserting. Customer's last blood glucose level was 160 mg/dl. Customer was in a hurry and is at work. Customer was not able to stay on the line. No further assistance needed.

Manufacturer narrative:
Findings: programmed multiple boluses and monitored. All boluses delivered and were listed in the bolus history screen. Pump had multiple a47 alarms in the alarm history screen and was unable to upload using carelink pro and carelink personal due to corrupted history file. Unable to verify history anomaly in carelink pro and carelink personal due to download difficulty. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.